Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a detached end cap. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube, cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that insulin leaked out during a manual prime. The blood glucose reading at the time of the event was 440 mg/dl. The patient stated that during troubleshooting, insulin still leaked out during prime tests. The customer was advised to discontinue use of the pump and revert to a back up plan. No further information was provided.